Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? N/a the analysis results showed that the pxw35 instrument was returned with the head housing door detached, with the magazine loose inside the bag and with the retainer cap present. In addition the cartridge rear cap was noted to be detached not allowing the staples to properly align on the track. It is possible that this condition cause the magazine to detached from the handle. No functional test was performed.

Event description:
It was reported that during an unknown procedure, the device was falling apart when they tried to use it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.